Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer that the cartridge was removed although it wasn't. Customer's blood glucose ranged from 80-120 mg/dl. Customer reloaded cartridge to resolve the issue.